Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490mg/dl troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Device received rf pic failed self test during self test due to faulty connector.